Manufacturer narrative:
The straight suction 9733449 em ent (16841) was returned for analysis. Analysis found that there was no visible damage. The returned straight suction had difficulty verifying when attached to a known good tracker returning a divot error of 1.8 mm to 2.0 mm. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there were two damaged straight suctions. The surgeon was unable to verify either straight suction during surgery. The surgeon switched to the use of curved suctions. There was a 10 minute delay and no reported impact to patient impact.